Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to have eroded through the patient's skin at the site of implant. A revision procedure was performed wherein the device pocket was debrided and device repositioned submuscularly. No additional adverse patient effects were reported. This system remains in service.